Event description:
Customer's wife reported customer started feeling sick at 8am and had been experiencing symptoms of nervousness, nausea and dizziness. Customer's wife reported customer received a reading of 81 mg/dl from their freestyle freedom meter at 11:00am which was higher than he felt. Customer's wife reported taking customer to a health care facility where they obtained a glucose reading of 51 mg/dl with their hcp meter at 11:30am. Customer's wife reported customer was diagnosed with severe hypoglycemia and treated with a shot of glucose intravenously. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was not found in meter memory. In addition, the meter's date and time were not properly set in the meter. This is a final report.

Event description:
The lay user/patient contacted lifescan alleging the meter battery indicator remains on display after new batteries are installed. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.